Manufacturer narrative:
The complaint product was not returned for eval. No product from the affected lot remains in stock. The issue of breakage was confirmed through pictures provided by the customer. The quality of the pictures did not allow the examination of the edge of the tubing at the breakage site; therefore, a definitive root cause could not be determined. Silicone tubing in PICC applications is particularly sensitive to creation of damage caused by errors in either user manipulation or improper securement techniques which could result in undue tensile strength applied to the catheter. Other situations which could result in the catheter breaking are taping over the catheter silicone tubing, over pressurization of the tubing by using a small syringe, inadequate flushing, etc. Improper securement of the catheter could also have resulted in the migration of the catheter to the heart. The IFU states that the external portion of the catheter must be adequately secured. First PICC are 100% inspected through the MFR process. First PICC are 100% pressure tested (flow/leak) to ensure that catheter has no leaks or occlusions prior to acceptance. A defect of this type failure (rupture - breakage) as revealed, would be identified at this stage of the process and be discarded/scrapped.

Event description:
PICC procedure was performed on (B)(6) 2014 without complication. After 24 hours the dressing was changed and the nurse found that the catheter had broken (after the oval disk) and it was not at the insertion site. An rx was taken and it was discovered that the catheter was located within the heart chamber. It was necessary to do a catheterization for removal. The pt has been discharged and is in good health and the incident did not cause major damage. No sample. Only picture.